Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (discharge profile fault) was confirmed. As received, the monitor failed pulse testing. Upon evaluation, the q12 transistor was shorted, causing the converter to remain on. The cause of the discharge profile fault and test failure is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing discharge profile faults.